Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reverted to an alternate method of insulin therapy, but will reportedly change the cartridge and resume insulin delivery. Customer's blood glucose was 380 mg/dl at time of alarm.